Event description:
On 5/24/2000, it was reported that a distal portion of the sheath broke off in the pt's femoral vein. The pt was taken to interventional radilogy where the portion of the sheath was successfully removed with a snare. There was no pt consequences.